Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had this implantable cardioverter defibrillator (ICD) and competitor leads implanted. The day after the implant procedure, the patient described having moderate pain while taking deep breaths. The patient had minimal systolic effusion that was considered to be neither significant nor resolutive. The coronary sinus was found to have been dissected during lateral vein research with the coronary guidewire. This issue was corrected with a change of medication. This device remains in service. No additional adverse patient effects were reported.